Event description:
It was reported " the doctor was inserting the cvc in the patient and found a needle hub crack.". This event occurred prior to use on a patient during inspection therefore no patient harm or injury. Associated MDR number 3006425876-2024-00224.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions-for-use (IFU) provided with this kit warns the user, "alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " the doctor was inserting the cvc in the patient and found a needle hub crack.". This event occurred prior to use on a patient during inspection therefore no patient harm or injury. Associated MDR number 3006425876-2024-00224.